Event description:
Baxter reported that a transfer set has been replaced because of leaks of the peritoneal dialysis fluid through the tubing. No patient injury or medical intervention was associated with this incident per baxter.